Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and confirmed that the instrument channel port of the subject device was loosed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc concluded there was the possibility this phenomenon was attributed to applying excessive external force when attaching and detaching the forceps/irrigation plug to the instrument channel port of the subject device by the user handling. Since the subject device has not returned, the root cause of the reported phenomenon could not be determined however, omsc have confirmed that the reported phenomenon did not occur due to device or manufacturing, and that there is no problem with safety. (There is no multiple occurrence.) If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that the instrument channel port of the subject device was loosed at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.